Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during a stenting procedure in the posterior tibial artery, the xpert stent delivery system was noticed to have partially deployed when it was backloaded on the guidewire. This occurred outside of the body. The device was not used and there was no patient involvement. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.